Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that air bubbles were observed in the infusion set tubing. The customer continued to use the pump for insulin therapy. Customer primed the tubing to address the issue. Customer's blood glucose was 216 mg/dl.